Event description:
A percutaneous discectomy was performed on l5-s1. The device tip broke off and was left inside the pt's disc. The pt was scheduled for multi-level surgery including fusion. There was no pt injury.

Manufacturer narrative:
Review of the CT images provides evidence that excessive force of the device into the endplate may be the result of the device tip failure.